Event description:
Device report received from (B)(6) reported a failed ankle arthrodesis; patient experienced 1 broken screw and fusion did not occur. Three screws were removed and replaced with alternate devices. This is the second of three reports for this event.

Manufacturer narrative:
On this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.